Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer reported blood glucose level was "high" on the cgm graph. Customer¿s bandmate assisted by driving the customer home. Elevated blood glucose was addressed by changing pump the supplies and drinking fluids.